Event description:
It was reported that during a wedge resection procedure, on the third firing with a green reload the device would not fire at all, no lockout happened. The battery appeared dead. Took the battery out, put it back in and still no power. The handle and battery were unusually very hot. A competitor's device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni.

Manufacturer narrative:
(B)(4). Batch # l53f1e. And was received conforming/drained. The bailout was reset and the device was fired into the lockout. The device functioned as expected. It was noted that there was a slight odor emanating from the device but no abnormal temperatures were noted. The device was then fired with a white cartridge on a test skin and performed as expected. The returned reload was also fired and performed as expected. The entire device was visually examined for signs of heat. There was no discoloration or damage to components that would be seen with excessive heat. The battery was fully disassembled and no leaks or other abnormalities were noted. The motor gearbox was tested by attempting to fire through thicker than normal test skins and did not fail. The device was fully disassembled and the components visually examined. No abnormalities were discovered.